Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - what is the current status of the patient? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available."

Event description:
It was reported that a patient underwent a tooth extraction procedure on (B)(6) 2025 and suture was used. During the procedure, the patient was preparing for wound suturing after tooth extraction. During the suturing process, the needle holder tangled and the suture broke, which did not meet the requirements for wound suturing and caused shock to the patient. However, there was no other harm. The doctor discarded the broken suture and immediately replaced it to re suture the wound. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/29/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please confirm lot number and product code that correspond to this complaint: contacted with the sales rep today via phone, on the product package, the lot is xh408, and code is w329 and the product was manufactured in china. It's fine for us if 03 of code w32903 is from sap system which lot xh408 matches code w32903.